Event description:
Healthcare professional reported rupture against right device. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture against right device. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of rupture was received on june 15, 2022 with lot number: 1344825. Visual analysis of the returned device identified: underweight, crease fold and opening. A microscopic analysis was performed which identify sharp opening in the posterior edge and with a non-penetrating nick assessed as surgical impact . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the posterior with no penetrating nick due to surgical impact opening.